Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device was unable to be interrogated via inductive telemetry during an in clinic follow-up. Abbott technical support was contacted and a software reload resolved the event. The patient was in stable condition.